Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during use, the ventilator alarmed, the moisture volume was too low, and the inspection found that the airbag pressure was low to supplement the airbag pressure to 30cmh2o. After 30 minutes the ventilator alarmed again as the moisture volume was too low, monitored airbag pressure of 10cmh2o. To monitor and replenish the airbag pressure in a timely manner the patient was informed and asked to speak as little as possible, to reduce throat activity on catheter stimulation. There was no improvement observed in the air bag leak, the tracheal catheter was pulled out completely and performed re-transmission of the tube. The pulled tracheal catheter airbag was checked and had a gas leak change within 2 hours, the airbag did not appear to be ruptured/damaged.